Manufacturer narrative:
Continuation of d10: product ID: 106a2-k product type: console product event summary: the afapro28 balloon catheter of lot number 22306 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 14 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. A bent guidewire inside the balloon was observed during inflation. Deflection testing (lever pushed to the forward and backward position) was performed, the shaft re-act as initially intended. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the return product inspection due to a guidewire lumen kink/twist observed proximal to the catheter tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a slight curve was observed on the shaft in the balloon portion of the catheter. While positioning the balloon,  the curve was observed, but the balloon was able to occlude the vein and achieve isolation, although the temperatures were lower than expected. Additionally, during treatment to the right inferior pulmonary vein (ripv), a temperature overshoot occurred twice while freezing, unrelated to balloon manipulation, with temperatures remaining lower than expected. The case was completed with cryo. No patient complications have been reported as a result of this event.